Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspections, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that she was unable to change the meter's code number. The customer care advocate (cca) walked her through coding the meter and resolved the issue with training. At 3:30am on the same day, she had symptoms of feeling hot, sweating and weak. At the time of concern, she reportedly was unable to code the meter and administered self-treatment with orange juice following the attempted use of the meter. The patient denied testing on any other devices and did not report any additional medical attention. It would be helpful to obtain the following: how long she has had the meter, if the patient previously was able to test on the meter, and if so, when the patient began having a problem with coding the meter, the patient's testing frequency, if the patient made any adjustments to her diabetes care regimen due to the alleged issue. It would also be helpful to know when the patient's symptoms started and if the orange juice relieved her symptoms. Based on the provided information, this complaint is being reported due to the following conclusion: it is unknown if the alleged issue did not contribute to the patient's reported symptoms since the timing/duration of the alleged issue was not reported. The meter, test strips, and control solution were replaced.